Manufacturer narrative:
Eval in progress, but not yet concluded. The user was able to control the pump speed the central control monitor (ccm) and local knob without display. The (B)(4) subsidiary's mfg engineering center (mec) could not duplicate the reported issue.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller pump display went blank. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.